Event description:
The lead was explanted due to perforation. It was reported that two weeks after the lead was implanted the patient was complaining of a severe chest pain. Chest x-ray showed that the lead had migrated. CT scan confirmed dislodgement.

Manufacturer narrative:
Na

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and was found to be within specification.